Manufacturer narrative:
The returned device was evaluated and the formed needle tip was observed to be bent and blood was observed on the adhesive pad and the device. The damaged formed needle can be confirmed as the cause of the reported bleeding/bruising.

Event description:
A patient reports while wearing a pod between 37 and 48 hours the patients blood glucose level had rose to 280 mg/dl. In addition the patient reports having bleeding at the pod infusion site (hip/buttucks).